Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no serial number was provided by the customer. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smartablate¿ system rf generator. Initially, it was reported that during the procedure, the temperature displayed over 50 degrees celsius and the catheter could not ablate. The catheter was exchanged and the procedure was continued without patient consequence. This temperature issue was assessed as not reportable since the generator stopped delivering radio frequency energy as intended, the risk to the patient was remote. Additional information was received on (B)(6) 2018. The generator was set in temperature control mode at 43 degrees celsius and 40 watts. The noted temperature was 55 degrees, impedance 180 ohm and 15 watts. The system did not display any error message and the system continued to ablate above the temperature cut off value for 10 seconds. Although the event description states that radio frequency energy was not allowed with high temperatures, the response received states that the generator allowed ablation for 10 seconds after the cut off value was exceeded. Therefore, per the additional information received stating that the generator allowed ablation for 10 seconds after the cut off value was exceeded, this issue has been assessed as a reportable malfunction. The awareness date is (B)(4) 2018.

Manufacturer narrative:
The manufactured date was provided on (B)(6)2019. Therefore, manufactured date was populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a smartablate¿ system rf generator. Initially, it was reported that during the procedure, the temperature displayed over 50 degrees celsius and the catheter could not ablate. The catheter was exchanged and the procedure was continued without patient consequence. Additional information was received on october 12, 2018. The generator was set in temperature control mode at 43 degrees celsius and 40 watts. The noted temperature was 55 degrees, impedance 180 ohm and 15 watts. The system did not display any error message and the system continued to ablate above the temperature cut off value for 10 seconds. The customer declined service for the equipment. Lab could not confirm the failure. Customer was informed that if customer should require service, the complaint will be reopened. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no internal action related to the reported complaint condition were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation has been provided on march 26, 2019. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no internal action related to the reported complaint condition were identified. Initially, the manufactured date provided was september 30, 2015. However, a correction was received on march 26, 2019 correcting it to march 2, 2018. Therefore, field manufactured date has been populated. In addition, on march 26, 2019 information was received stating that service is not required for this equipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 18, 2018 updating the serial number from unknown to (B)(4). Therefore, the unique identifier( UDI) has been updated from (B)(4) to (B)(4). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Updated the method codes, results codes and conclusion codes. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update the manufactured date. Manufacturer¿s reference number: (B)(4).